Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, no specific value was provided. Customer indicated that they ran a test bolus prior to calling tandem technical support and saw insulin exit the infusion set tubing. Customer then changed the infusion site. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to contact tandem technical support if the customer wanted to perform troubleshooting in the future.